Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the patient presented for generator change due to normal eri. During the procedure the atrial lead was capped and replaced for chronic oversensing. The oversensing was noted in the past leading to inappropriate mode switches. The patient experienced pacemaker syndrome while in auto mode switches. The patient complained of palpitations. It was noted that the blood had gotten inside the right ventricular lead. The lead was electrically normal. The physician elected to explant and replace the right ventricular lead. The patient was in a stable condition.